Event description:
An aus device was implanted, date not indicated. Information received on 4/21/97 indicates the cuff was removed and replaced on 4/8/97, reason not indicated. Ams has requested additional information.